Manufacturer narrative:
H6 - health effect clinical code: 4581 - angle closure, should have been specified in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -6.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Excessive vault, pupil block, angle closure with elevated iop (43mmhg), glare/haloes and blurred vision was observed. Additional surgical intervention (pi) was performed. It was reported that the problem resolved, last visit date (B)(6) 2020 (bcva:20/20, ucva:20/25-, vault:1.0 CT, iop:14mmhg). The reporter stated "he developed a steroid response with corneal edema (B)(6) 2020 and was switched to lotemax from prednisolone acetate 1%. Has since been tapered off all steroids and iop lowering medications successfully." In the reporters opinion the cause of this event may have been retained ovd behind the iol.